Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day post implant procedure device check, the pulse generator exhibited inappropriate measurements. After updating the values, normal device function resumed. The patient would continue to be monitored.